Event description:
It was reported, the implantable neurostimulator (ins) was explanted and replaced. It was stated the replacement was due to normal battery depletion but the patient stated on the day of report she got shocks while driving a ¿hi-lo¿ at work. Symptoms occurred at the device pocket and lead location. Impedance testing was performed. It was noted, the patient was alive with no injury at the time of report. It was reported all impedances were in range, the cause of the shocking was not determined, and the battery depletion was considered normal. It was stated the patient outcome was unknown.

Manufacturer narrative:
Product ID 3889-28 lot# v492289, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28 lot# v492289, implanted: 2010 (B)(6); product type lead. (B)(4).